Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review could not conducted because the lot number was not provided. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "we got a report from one of our customers today that a cannula broke during use. The cannula has been disposed of and can therefore not be returned. Customer attached image to show that it broke around the "collar". We have not had reports of these incidents in a while. But a couple of years back this was a recurring problem at this customer. Let us know if you need further information." Associated mdrs: 3014909464-2025-00050 and 3014909464-2025-00051. Additional information received on september, 25, 2025, indicated that no additional information is available regarding the past incidents.

Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported that "we got a report from one of our customers today that a cannula broke during use. The cannula has been disposed of and can therefore not be returned. Customer attached image to show that it broke around the "collar". We have not had reports of these incidents in a while. But a couple of years back this was a recurring problem at this customer. Let us know if you need further information." Associated mdrs: 3014909464-2025-00050 and 3014909464-2025-00051. Additional information received on september, 25, 2025, indicated that no additional information is available regarding the past incidents.